Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), UDI#: see regulatory report 3004209178-2021-15604 as the patient has two implants that pertain to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had a broken desktop charger (dtc) connector pin. The connector pin came out and the dtc wires had been pulled out. Pt has 2 implants and for the last 4 days maybe a week the pt had to hold the dtc connector pin into the implantable neurostimulator recharger (insr) to charge the insr. Last night the pt plugged the insr into charge and the pt got the pyramid and it does not charge for it was dead; during call pt verified the message they were receiving on the insr was the charge recharger battery, pt had been receiving that message since last evening. Pt noted the left implant had little battery left and the right side had half left. The pt had reset the insr but it still said call doctor (pt verified message was charge recharger battery during call) and the insr would not charge. Pt said the insr was plugged in all night and the insr showed a pyramid; pt could tell their stimulation was getting low because it was not shooting through them. Pt was in so much pain because the left implant went down. Pt no longer felt right implant anymore and they remembered that the only thing that helps the pt with pain was by having the implants put into their back, and with the implant batteries being low, the pts body was not right for the pain was coming back. An email was sent to repair to replace the desktop charger.

Manufacturer narrative:
H6: fdm code updated ; see corresponding regulatory report # 3004209178-2021-15604 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.